Event description:
The hosp reported that during the saphenous vein harvesting procedure, the scissors did not open on the harvesting cannula. The physician assistant made an extra incision to retrieve the vein. No additional pt complications were reported.